Event description:
A report was received that the patient underwent a scs replacement procedure for needed additional coverage. There was no malfunction suspected and it was physician's preference. The patient was having great coverage postoperatively.